Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. Corrosion was found on the keypad traces. No moisture damage was found on the electronic assembly. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported that his insulin pump was knocked into a pool for about a minute. The customer states that he did not notice the screen going blank, but that only half of the time was appearing on the display, and there was fluid under the screen. The customer's blood glucose was 119 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.